Event description:
It was reported the patient presented in the hospital. During interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for post-paced t-wave oversensing (pptwos). Programming changes were discussed; no changes or interventions were reported. The patient was in stable condition before and after the device check.